Event description:
Boston scientific received information that this pulse generator displayed right atrial pacing impedances of greater than 2500 ohms. The patient underwent an invasive surgical procedure to investigate the observation. The physician realized they hadn't tightened the set screw. The set screw was tightened with good resulting numbers. The system remains in service. There were no adverse patient effects from the procedure reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.